Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the basal history did not match the active basal program. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: the recorded total daily doses of insulin added up to the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.